Manufacturer narrative:
Evaluation summary: the software analyzer was returned and analysis confirmed a loss of communication between the programmer and the analyzer, when the analyzer was tested with a known good programmer. The analyzer was deemed not functional and not repairable, it will be scrapped and replaced. (B)(4).

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 2090 programmer, 2067l programmer rf (radio-frequency) head. (B)(4).

Event description:
It was reported there was telemetry failure and noise. Sudden power failure was also reported with the analyzer. The programmer, programmer rf (radio-frequency) head, and analyzer were returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported there was telemetry failure and noise. Sudden power failure was also reported with the analyzer. The programmer, programmer rf (radio-frequency) head, and analyzer were returned for repair. No patient complications were reported as a result of this event.